Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the testing, due to protruded/loose drive support disk. The device was also received with a cracked case at display window corner, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported insulin was spattered during priming and numbers did not appear on the screen. Customer held down a button and then received an alarm indicating the force sensor system was compromised. Customer's blood glucose was 177 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.